Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid arthroscope was found to be defective during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube of the optic is bent, the light transmission is low because of broken light guide fibers, and there is no image because a lens is broken in the optical system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.